Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use of the cardiac resynchronization therapy defibrillator (crt-d), the longevity was unable to be determined due to the device being cold. It was noted the warning had previously been observed on the device, therefore, it was placed back on the shelf at room temperature in an attempt to clear the warning. The warning was still observed several months later and it was determined the crt-d would not be used. There was no patient involvement.